Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b4: alert date updated. H4: manufacture date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The viper2 t20 hexlobe driver shaf (p/n 286725020, lot s02028537) was received at us cq. The distal tip was twisted in the direction of tightening. The twisted condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during inspection. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 t20 hexlobe driver shaf was conducted identifying that lot number so2028537 was released in a single batch. Batch1: lot units were released on 19-apr-2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date during an inspection of sets, the devices were all found to be non-functional and broken. The set screw inserter was over tightened while tightening the set screws and the driver tip snapped into the head of the set screw. The broken piece was easily removed. The devices involved were viper polyaxial drivers, t20 driver, final tightener, set screw inserter, and also some skyline screw drivers. There is no patient involvement. This report is for one (1) viper 2 system driver, cannulated t20. This is report 3 of 3 for (B)(4).